Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that his one touch ultramini meter would not power on. The medical affairs specialist listened to the recorded call and is classifying the complaint based on the available info, as the pt could not be contacted by phone to obtain the additional info. It is unknown when did the reported issue first started. The pt mentioned that he uses the reported meter as a back-up meter and uses another meter to test his blood sugar regularly. It is unknown whether the pt was able to test his blood sugar regularly prior to the issue. He also reported experiencing frequent urination of an unknown timeframe. He went to the ER on two days earlier at around 8:00 pm. He reported that he was tested at the ER and rec'd a blood sugar reading of 459 mg/dl. He also claimed he was treated with insulin and IV fluids at the ER. The customer service agent (csa) discovered that the pt did not replace the batteries in the meter as required. The csa also verified that the pt was using correct test strips and there was no trauma to the meter. The reported issue was not resolved during troubleshooting. This complaint is being reported as an adverse event, as the pt claimed the reported meter was not powering on and that he had to be treated with insulin and IV fluids at the emergency room after the reported issue. Replacement products have been sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.